Manufacturer narrative:
Correction to the initial MDR in b3. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: 540712 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced due to charging difficulties. An scs paddle lead was also explanted. The initial plan involved a full system swap and surgical removal of an electrode that had detached from the originally implanted paddle. While the system replacement was successfully completed, the electrode could not be safely removed due to extensive scar tissue and bone coverage. The patient is doing well postoperatively. The explanted devices were disposed of by the facility. Additional information was received stating that electrocautery was used.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced due to charging difficulties. An scs paddle lead was also explanted. The initial plan involved a full system swap and surgical removal of an electrode that had detached from the originally implanted paddle. While the system replacement was successfully completed, the electrode could not be safely removed due to extensive scar tissue and bone coverage. The patient is doing well postoperatively. The explanted devices were disposed of by the facility.